Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing, the battery door was cracked, and the air detector had dents upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as the device alarmed immediately after attaching a cassette and upon power up. Root cause of the reported event is from customer damage to the air detector shell which exhibited dents. Replaced the damaged air detector. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
B5: additional information received on 27-sept-2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated at the time the pumps were received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.

Event description:
It was reported that there was an air in line alarm. There was no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.